Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son called and reported that customer received emergency medical assistance due to low blood glucose, with blood glucose of 27 mg/dl at the time of the incident. The customer was given 2 new basal settings to try by the paramedics. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had another low that was not pump related. The customer also needed assistance with settings adjustment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to 220.